Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the severely calcified second right posterolateral branch of the right coronary artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, specifically during pullback, the screen became dark when the device was in use, and no image was displayed. It was also noted that air had not been removed during preparation for flushing. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation was concluded as adverse event related to patient condition based on the review of event details and available information. Reported anatomical factors likely caused constriction and increased friction during device advancement, reducing mobility and resulting in image loss. The device was not returned for analysis, limiting identification of the most probable cause of the reported device entrapped air. Improper handling, device manipulation, or not following instructions, along with patient anatomical conditions, may have contributed to the issue. No additional relevant details were provided.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the severely calcified second right posterolateral branch of the right coronary artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, specifically during pullback, the screen became dark when the device was in use, and no image was displayed. It was also noted that air had not been removed during preparation for flushing. The procedure was completed with another of the same device. No patient complications were reported.